Manufacturer narrative:
(B)(4).

Event description:
The actual residual pump volume was greater than the expected residual volume; the specific values for the volumes were not provided. The patient appeared to be unresponsive to dose increases and reservoir volume discrepancies continued to worsen. A catheter access port (cap) study was done and the catheter appeared intact. The physician had a dye study done. The consulting physician felt like the pump should be replaced. The device system was used to deliver baclofen; it was unknown if it was compounded drug or not. A follow-up report will be sent if additional information becomes available.